Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned. Log review showed a gradual increase in purge pressure beginning on (B)(6) with quicker increase from ~500 to ~900 mmhg in 3 hours on (B)(6). "Purge pressure high" alarms on (B)(6) (last day of support) after continued increase. Several suction alarms occurred during the increase in purge pressure. There were no spikes in motor current before the purge pressure increase. There were also several "impella position unknown" and "impella position in aorta" alarms throughout the case. The ICU team gave tissue plasminogen activator (tpa), which decreased the purge pressure. The root cause of the high purge pressure was most likely biomaterial. Added- h6 impact code 4644.

Event description:
The complainant reported a 55-year-old male patient with caridomyopathy and other systemic comorbidities was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the impella 5.5 had sodium bicarb in the purge but after 43 days there was elevated purge pressure (pp) alarms. The high pp was troubleshot with tpa discussions and eventual pump explant/replacement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿